Manufacturer narrative:
Concomitant product(s): a 694965 lead, implanted: (B)(6) 2005; 419388 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia (at)/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.